Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that a onetouch ultra2 meter was reading inaccurately low. The complaint was classified based on the customer service rep (csr) documentation since medical affairs specialist (mas) was unable to contact the pt to obtain/verify add'l info. The pt tests his blood glucose at least four times a day and manages his diabetes with pills, diet and exercise. The pt stated that he first noticed the meter reading inaccurately low about two weeks prior to contacting lfs csr. As a result of the reported meter issue, the pt mentioned that he did not make any changes to his diabetes routine. Sometime after the meter issue, the pt claimed that he developed symptoms of "high sugar and blurry vision" but did not seek any medical intervention. At an unk time, the pt reported blood glucose results of "143 mg/dl" with a lifescan meter and "212 mg/dl" on another meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <30 mg/dl. It would have been helpful to know how the pt felt when he received those readings and which meter seemed more accurate to the pt. The unit of measurement was set correctly to mg/dl at the time of testing. This results in the meter's memory match. The testing technique and cleaning of the puncture area was correct at the time of testing. A retest with the same vial of test strips and same control solution was performed, and the results were reportedly within the specified range; therefore, indicating that the meter is calibrated correctly. The pt's products have been replaced. This complaint is being reported due to the following conclusions: the pt claimed that he developed symptoms suggestive of hyperglycemia after the reported meter issue started.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet evaluated them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.